Manufacturer narrative:
Received one 138105 in opened original packaging. Lot number was verified. Performed a visual inspection, there is burnt eschar on the tip of the blade. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame 3,848,950 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0000005. Per the instructions for use, the user is advised the following: contraindications: these devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic. These devices fail the inspection herein. Safety: use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Inspect and test each device before use. Inspection: these devices should be inspected before each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 138105, was to be used in a tonsillectomy and adenoidectomy procedure on (B)(6) 2019 when the device tip ignited in flame before being used on the patient. It is reported that there was no material or tissue on the tip of the device. And the device had only just been initiated for use. There was no patient or user impact. The procedure was completed with an alternate device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.